Event description:
It was reported that during a procedure with the reamer/irrigator/aspirator system (ria), the tip of the drive shaft broke off the reamer head. The surgeon was able to remove the reamer head with the ball tipped wire. The surgeon then used another drive shaft. While drilling with the stepped drill bit, the drill bit sheared off at the chuck. All pieces were retrieved and no pieces were left in the patient. The surgeon used another instrument to complete the procedure. The patient was unharmed. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the small connector diameter missing. The break is located at the transition from the small shaft to the large shaft within the connector. The scratches located on the shaft and the dents on the flutes indicate usage. The measurable dimensions are within print specification. Due to damages, verification of physical dimensions could not be completed. Product development event evaluation reveals from a design perspective it appears that power equipment may have been set on ream or a reaming attachment had been used. Based on review of the device a cause of breakage could not be determined. The breakage is indicative of excessive torsional force applied during usage. The risk assessment does address the condition presented. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 2 of 2 for this complaint (B)(4).